Event description:
During product evaluation of a flogard, a downstream occlusion alarm was found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced onsite by a baxter service technician. An infusion test was performed and found the downstream occlusion alarm caused by a damaged latch roller. The latch roller was replaced and the device was returned to the customer in good working condition. No further action required for downstream occlusion alarm as the device passed all tests. If additional relevant information is obtained, then a follow-up MDR will be submitted.